Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose (bg) level was 503 mg/dl. Customer addressed elevated bg by a correction injection via manual insulin therapy.